Event description:
Additional information was received from the healthcare provider of a clinical study reporting that there was ins migration.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was a precarious situation with thin and compromised skin, local redness and pain in recent weeks, and the skin broke open the previous day with fluid leakage. There were no general signs of infection. Medial breakthrough of the skin with exposure of the ins was noted; there was erosion of ins through the abdominal wall. The ins was removed on (B)(6) 2025 and the issue was resolved. The event resulted in an emergency room visit. The patient was administered 600 mg of dalacin c three times a day.